Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 04/15/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that there was a bad iui connector was not determined because no product was returned. The reported issue that there was a bad iui connector could not be confirmed; no product was returned for investigation. No further investigation of this issue is possible at this time, and no patient impact was reported. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a bad iui connector. The customer has stated no further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, the customer could not provide patient demographics.

Event description:
It was reported that there was a bad iui connector. The customer has stated no further information is available.